Event description:
As reported via the (B)(6) registry, a patient experienced an ischemic stroke the day after the carotid index procedure. Pre-procedure nih stroke scale was 1, stroke scale was 1 and the patient was symptomatic. At the time of the index procedure, angiography revealed 80% restenosis to the right mid internal carotid artery. The lesion was described as 10mm in length, mildly calcified and arch type I. The reference vessel was 7.0 in diameter with mild vessel severe tortuosity. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. An 8.0 x 20mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket and no air bubbles were present. There was 0% residual stenosis. The patient left the angiography suite with no neurological deficits. Per the discharge summary, the patient was doing fine in the am however, developed altered mental status and an rrt was called. The patient also developed sudden aphasia and dysarthria. Per the MRI impression on (B)(6) 2013, the patient was found to have a sub-acute right frontal infarct. Neurology was consulted. The patient continued to have some fluctuation in mental status however overall improved over the next several days. MRI brain showed l mca cva which may have occurred prior to admission as the intervention was on the right side. Physical therapy and occupational therapy saw the patient. He continued to improve neurologically and four days later from the index procedure, the patient was discharged to sub-acute rehab. At discharge, the post nih stroke scale score was 3 and the post stroke score was 2. Per the study notes, the patient was diagnosed with having an ischemic stroke. The symptoms duration were more than 24 hours with partial recovery and minor residual. Per the notes, the patient was not medically treated.

Manufacturer narrative:
Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was not related to the index procedure or the cordis devices. The patient's medical history include hyperlipidemia, smoking, hypertension and high risk criteria of contralateral carotid occlusion, previous cea recurrent stenosis and age greater than 75. This report is being submitted and an initial/final. Complaint conclusion: the products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.